Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a stroke at the end of april and had been in the hospital. The ins had not been charged since the stroke. The caller had the recharger and was asking for assistance using it. Troubleshooting was performed and the ins was at 25% with 8 coupling bars. It was confirmed that the ins was off. The caller said he was going to charge the ins before turning the device back on. The patient programmer guide was sent to assist the physician using the insr and patient programmer. No further complications were reported/anticipated.